Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient stated they were having breathing problems one day post implant and were "going slow and wanted to go at full." It was reported that days later the patient went to the emergency room with their stitches open and their wires hanging out. The device was explanted and replaced, and the patient was treated for potential infection. No further patient complications have been reported as a result of this event.